Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 6mm fenestrated bipolar forceps instrument and the sheath to perform failure analysis. The instrument was found to have roll input disk broken inside the housing. Other backend components adjacent to the broken inputs do not show damage. This failure likely caused the imprecise motion observed. The instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the roll direction. The grip tips moved in the direction commanded, however a backlash in the motion was observed. 6mm fenestrated bipolar forceps instrument sheath: the sheath was returned to isi for evaluation with no reported issue. Investigation has been completed. The returned part was returned with a part failed component as an incidental return. The sheath was returned installed on an instrument. There is no reported complaint against this part. Visual inspection was performed, and no damage was observed. The sheath was removed from the instrument without any issues.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 6mm fenestrated bipolar forceps instrument was not working smoothly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the case, the instrument was not moving in the motions that the surgeon was commanding the instruments to move. The navigator demonstrated correct motion, but the instrument was not following that motion.